Event description:
The lv lead encountered placement and positioning difficulty due to the lead not being able to track over the guide wire. It was noted there was also difficulty attempting to get the guidewire through the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).